Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian (lg) reported over the last couple of months that the patient has been having a reaction to the pod¿s adhesive. The pod site on their arm was described as red, irritated, and itchy. The lg stated they have tried lots of different creams to help with the reaction, but nothing seems to work. The patient is autistic and the itching is awful and is not something they can deal with daily. The diagnosis at the time of the event was not reported. The patient is currently on a steroid cream prescribed by the hospital.